Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) explant due to elective replacement indicator being reached. During the explant, the lp failed to be snared by the retrieval catheter. The procedure concluded with an alternate lp being implanted on (B)(6) 2025. The patient was stable.